Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a circumferential tear 8mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.00mmx15mm nc emerge balloon catheter was advanced but failed to cross the lesion. It was noted that the balloon was torn during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.00mmx15mm nc emerge balloon catheter was advanced but failed to cross the lesion. It was noted that the balloon was torn during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.